Manufacturer narrative:
(B)(4). The device history record for lot (lscell) was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Visual examination on the catheters did not show any obvious defect, material degradation or damage. All components appeared to be intact and in good condition. Samples were inflated with 30ml of colored water using a luer tip syringe. No leak was found at any part of the catheter system and the balloons are able to function as per its intended use. Based on the investigation conducted on the returned samples, all balloons were able to stay inflated with no leakage observed a t any part of the catheter. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter balloon over inflates and burst. It was reported that not all pieces of the balloon were found and a cystoscopy was planned for the patient. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device sample has been returned for investigation however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon over inflates and burst. It was reported that not all pieces of the balloon were found and a cystoscopy was planned for the patient. The patient's condition was reported as unknown.